Event description:
Catheter broke/separated just distal to the securement wings.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.